Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the syringe pusher/gasket inside the syringe barrel also distorted at an angle. This complaint was created to capture the 2 of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about protective cap and syringe pusher/gasket distortion. Customer reported that the protective cap is distorted and the syringe pusher/gasket inside the syringe barrel also distorted at an angle and almost removed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 22jan2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as broken thumb press and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the syringe pusher/gasket inside the syringe barrel also distorted at an angle. This complaint was created to capture the 2 of 2 related incidents the following information was provided by the initial reporter, translated from japanese to english: this is a complaint about protective cap and syringe pusher/gasket distortion customer reported that the protective cap is distorted and the syringe pusher/gasket inside the syringe barrel also distorted at an angle and almost removed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the syringe pusher/gasket inside the syringe barrel also distorted at an angle. This complaint was created to capture the 2 of 2 related incidents the following information was provided by the initial reporter, translated from japanese to english: this is a complaint about protective cap and syringe pusher/gasket distortion customer reported that the protective cap is distorted and the syringe pusher/gasket inside the syringe barrel also distorted at an angle and almost removed.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.